Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface pcb was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a "communication failed" error message at boot up. The system failed to take x-rays following this error message. There is no report of injury or death associated with the event described in this complaint.